Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported on an unknown date approximately 2.5 years post implant, a follow up CT identified a type ia and type ib endoleak. Intervention was performed approximately 2 months later, a vamc3838200 was implanted distally. As for the proximal region, coil embolization was performed with nbca via approach from the dorsal side, and the leak was resolved. Per the physician the cause of the event is undetermined. No additional clinical sequalae were reported and the patient is fine.